Event description:
This (B)(6)-year-old male patient in the (B)(4) had a proximal type I endoleak at the conclusion of the deployment procedure on (B)(6) 2013. The patient was being treated for a 6.5cm aortic aneurysm. The proximal neck had a parallel shape with partial plaque/thrombus. The left iliac artery has moderate tortuosity, no occlusive disease, and moderate calcification. The right iliac artery had moderate tortuosity, no occlusive disease, and mild calcification. The patient received a main-body device, a left iliac leg, and a right iliac leg. There was no difficulty deploying any of the components. No other devices were used and no other procedures were performed. A molding balloon was used, but no details were provided regarding its use. At the conclusion of the procedure, the devices were patient with no external compression, flow-limiting kinks, or thrombus. A proximal type I endoleak was noted. On 16 (B)(6) 2013 (one day post-procedure), a post-procedure CT scan (1-6 mo short term follow-up) was completed. The devices were patient with no evidence of external compression, flow-limiting kinks, or thrombus. A proximal type I endoleak was still noted to be present. Additional info has been requested, but not provided by the reporter.

Manufacturer narrative:
The event is still under investigation.